Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The malfunction was observed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. An interconnect flex cable was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no pt involvement in the reported malfunction.